Event description:
Report received of a patient experiencing respiratory distress while the device was in use. It was reported that the pump was programmed to deliver fentanyl 10mcg/ml at 8ml/hour and was started at 0800 in 02/2001. At 1530 on the same day, the pump display indicated that 202ml had infused and was cleared. The remaining 298ml of solution was discarded. A new infusion of fentanyl 5mcg/ml was started at 14ml/hour at this time. It was reported that at 1630 on the same day, the pt experienced respiratory distress which required intubation and ventilatory support. The epidural infusion of fentanyl was stopped at this time, with a total delivered volume of 13.2ml shown on the pump display. The pt was also given one dose of IV reglan 10mg with reported "good results". The next morning the pt was extubated and suffered no long-term effects from the event. The customer contact reported that customer contact does not feel that the event was related to the infusion pump, but rather that the pt may have experienced an adverse drug reaction.